Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately five years and eight months following the implant of this transcatheter bioprosthetic valve, aortic stenosis was observed. Approximately five years and ten months after implant, the valve was explanted and replaced with a surgical valve. No additional adverse patient effects were reported.